Event description:
It was reported that a patient had issues that began roughly in mid-october due to implantable neurostimulator (ins) end of life (eol). The patient¿s device system was interrogated on 2014-(B)(6) with no results as the battery was dead. The patient¿s doctor removed the device system on 2015-(B)(6). The lead was found to be malfunctioning intraoperatively and was damaged during the explant procedure. The doctor went in at the incision above the foramen and used blunt dissection to remove the lead, but it broke. The insulation was removed from the lead wires. The doctor removed the lead completely and the entire device system was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v609383, implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had experienced frequency and urgency in the last couple of months and battery depletion was normal. There was not enough energy to run an impedance test and the device setting was unknown. The cause of the lead break was unknown and the whole device was explanted. The patient recovered without permanent impairment.